Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the hcp increased the dose to 65 mcg/day and the patient was "back in coma status (underdose symptoms). The pump was then set to minimum rate.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still in the hospital. The pump was programmed at minimum flow.

Event description:
Additional information received reported the patient was still in the hospital due to other health problems and the pump was programmed at minimum flow. The hcp reported the symptoms were not related to the pump because the pump was set to minimum flow and the patient still had the same symptoms.

Event description:
It was reported, the patient was in the hospital due to an infection (pneumonia). The patient arrived in the hospital dehydrated and with rigidity before and then flabbiness, respiratory failure and hypothermia. The patient's condition evolved into a coma state. The healthcare professional (hcp) decided to set the pump to minimum rate to verify the provenance of the symptoms. Pump under/over infusion was suspected. The patient was also getting less than 50% therapy relief. At the time of this report, the patient was no longer in a coma status and receiving therapy with oral baclofen. They planned to refill the pump and check the volumes. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731, lot# unknown; product type catheter. (B)(4).

Event description:
It was reported the patient was doing well and the pump was working properly. The patient's current dose was set to 50 mcg/die but would be set to a therapeutic dose of 100 "micgr/die". There was not a volume discrepancy at the refill. The patient's symptoms were attributed to septicemia.

Event description:
The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).